Event description:
On (B)(6) 2013, the patient¿s husband/reporter contacted animas on behalf of the lay-user/patient to report the patient had unexplained high blood glucose reading between 400-600 mg/dl for the past 3 weeks. The patient reportedly was ¿not feeling too good¿ at the time of concern. The reporter indicated that the patient¿s blood glucose was corrected with the subject pump but would start to rise back up again. There is no change in the patient¿s diet. The patient reportedly is working with her endocrinologist to adjust her insulin regimen. The reporter is unsure if the subject pump is the reason for the patient¿s blood glucose excursion but is not confident in the subject pump. It was also noted from (B)(6) 2013, the patient was hospitalized for an amputation, non-diabetes related. The patient continues to manage her diabetes with the animas pump. Troubleshooting did not indicate a product malfunction associated with the unexplained hyperglycemia. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. There was no identified inaccurate delivery issue. This complaint is being reported because the patient had unexplained elevated blood glucose above 500 mg/dl while on insulin pump therapy. The animas pump was replaced and requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed records from the data of the reported event had been overwritten due to continued patient use. Records showed several delivery interruptions resulting from unacknowledged replace cartridge alarms on (B)(6) 2013 for 2 hours, 30 minutes and on (B)(6) 2013 for 2 hours. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues.